Manufacturer narrative:
H3: product analysis: product ID# g6626528, lot# h5559131, visual examination of the returned implant confirmed that the top center portion of the implant around the locking cap is fractured. Microscopic examination of the fractures appears to emanate from the locking cap, with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. The observations are consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for preoperative diagnosis of this surgery cervical myelopathy radiculopathy. It wasreported that due to loosening of the divergence cage, reinforcement was performed with zevo. This was done during the same-day operation. A new cage was inserted again, but since the screw no longer held, reinforcement was performed with zevo at c6-7. Insertion of the awl was difficult, and it appears that excessive force was applied outward, which caused the divergence cage to break and the screw to be inserted somewhat posteriorly. There was no patient symptom reported. There were no further complications reported regarding the event. Dditional information was received that the screw hole of the cage is damaged. Although it is cracked, the peek part has not detached.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.